Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the pressure cable and the pressure transducer from the customer stock and reset the connections of front end pcb, however the issue persisted. A front end pcb is required for testing purposes to confirm diagnosis. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was showing no zero message on the screen. It is unknown under which circumstances this event occurred or if a patient was involved. However, no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2,h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Event description:
It was reported that during a routine check performed by the customer it was observed that the cs100 intra-aortic balloon pump (iabp) was showing no zero message on the screen. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) returned to the customer's site at a later date with the necessary parts the fse replaced the front end board which corrected the issue. Subsequently, the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.